Event description:
It was reported that the patient was experiencing increased pain around the pocket site and the ipg had migrated. The patient was prescribed pain medication.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-adapters, upn: m365sc9218150, model: sc-9218-15, batch/ serial: (B)(6).

Event description:
It was reported that the patient was experiencing increased pain around the pocket site and the ipg had migrated. The patient was prescribed pain medication. Additional information was received that the patient was also experiencing inadequate stimulation. The patient underwent a spinal cord stimulator (scs) system explant procedure. The explanted devices will not be returned as they were kept by the medical facility.